Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd pump had a "no disposable clamp tubing" alarm while being used with a smiths medical cadd cassette reservoir. The pump turned off, the tubing was clamped and the cassette was removed. The tubing on the top of the cassette was massaged and 2 air bubbles were reported. The cassette was reattached, the pump was restarted and the display read run. Upon medication delivery, the pump began to beep, the screen still said run, but no medication was delivered. There was no patient or clinical injury.